Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The bolus wizard functioned properly per bolus wizard.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The bolus wizard functioned properly. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she noticed that her blood glucose was getting lower than normal. Customer's blood glucose was 137 mg/dl at the time of the incident. Customer stated that she was given a 86 gram bolus but she never goes above 40. Customer stated that the food bolus was incorrect. Customer was advised that the carb ratio may need to be adjusted by a health care professional. Customer stated that the blood glucose value and carbs were entered correctly. Customer did not receive an estimate details message during a recent bolus. Customer also had a 63 input but the customer stated that she still does not eat that much. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.